Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fkw4, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported she is having surgery next month to have the system repaired or replaced because the device has not worked since she had a bladder surgery. The patient said it was not working and she is completely incontinent with the bladder. The healthcare provider did an x-ray and said there was something wrong with the wiring. No further complications were reported.